Manufacturer narrative:
(B)(4). Batch # r93r2r a manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during a low anterior resection procedure, suddenly, the tissue pad of harmonic detached from the device in the middle of procedure, so, the surgeon changed another device and could finish the remaining procedure.

Manufacturer narrative:
(B)(4). Device analysis: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.